Event description:
The manufacturer received information alleging ventilator inoperative and ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer¿s complaint was confirmed. The device's machine flow sensor, particulate filter, air inlet filter were replaced and display board needs to be replaced to address the issue.